Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument stopped grabbing and was not moving correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 45.33 mm from the distal tip. No piece was missing and the adjacent components to this broken main tube did not show damage. Additionally, the instrument was found to have the proximal clevis dislodged at the main tube. The broken main tube caused the proximal clevis to become dislodged. The complaint was confirmed by failure analysis. The probable root cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Furthermore, the dislodged proximal clevis resulted from the broken main tube issue.

Event description:
Refer to h11 for follow-up information.